Event description:
The device was returned for repair because it was smoking when in use. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed the bearing was not functioning optimally. This was contributed to normal wear. Various parts were replaced and the device was returned to the customer on (B)(4) 2013. Placeholder.